Event description:
Per the independent repair center, the customer alleged problem is alarming/red light/low o2/yellow light. The key failure is the product tank leaks. Additional malfunction is the power switch has a short circuit.